Event description:
Additional information was received from the patient. When asked to clarify the statement regarding getting an electrical shock, they confirmed they get an electrical shock and they don't even know if it still works. It had been 3 years or longer since anyone contacted them. Their surgeon passed away and they don't know where to go. The issue was not yet resolved. When asked to clarify the statement regarding the device not working, they reported it was never explained to them how tot use the device. They don't know the cause of the device not working properly. The issue was not yet resolved. The fall's effect on the implant was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the device is not working properly. It is not helping their symptoms. If they turn it up or down it stimulates their bladder and they can't control their urine. If they go too high they gets an electrical shock that almost knocks them down. The only problem is they are either constipated or have diarrhea and sometimes they don't go to the bathroom every day. They never have a clean wiping and they are always dirty. They have no control in the rectal area at all. The issue started almost immediately. They kept going back to the doctor to reset the stimulator. The rep would meet them there. They called the doctor that replaced their doctor that died, because they had taken a very bad fall. They were black and blue. They thought they broke it. They thought maybe something broke. They never heard from them. They tried calling the representative probably a year or so ago, but no one has returned their call. They went to a urologist because they were having problems urinating and not being able to cont rol that and they told them they couldn't touch it. Patient is 65 years old and doesn't wants to keep wearing diapers for the rest of their life. Walked caller through checking their settings. Patient was on program 4 at 1.5 ma. Patient increased the stimulation to 1.9 volts and it was uncomfortable, so they backed it down to 1.8ma. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.